Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was missing sterile gel. As per additional information on (B)(6) 2022, patient stated the tops kept popping off the leg bags.

Manufacturer narrative:
Upon further review, bd has determined that there was no allegation against product and previous MDR was reported in error. The device was not returned.

Event description:
It was reported that the patient was missing sterile gel. As per additional information on 23oct2022, patient stated the tops kept popping off the leg bags.